Manufacturer narrative:
(B)(4). The following additional information was requested, and the following was obtained: can you confirm date/approximately how long did the reaction occur post op? Patient reported itching day 2 post op. What prep was used prior to, during or after prineo use? Betadine (povidone-iodine), or chlorhexidine? Chlorhexidine. Was a protective, dry wound dressing such as gauze applied and was it applied only after the liquid topical skin adhesive has completely polymerized and the dermabond¿ prineo¿ is no longer tacky to the touch? No other dressing used. Was the application site cleansed thoroughly with saline or isopropyl alcohol to remove any remaining blood, fluids, or topical medications/anaesthetics, including skin preps, and then patted dry? Washed with saline. Hypersensitivity to cyanoacrylate, formaldehyde, or pressure sensitive adhesive and using relatable terms such as hypersensitive to bandages, tape, hobbyist glue, cosmetic eyelashes or artificial nails or any recent exposure? None reported. Were any patch or sensitivity tests performed prior? No. Patient¿s demographics age (B)(6), bmi ~26, female patient pre-existing medical conditions (ie. Allergies, history of reactions)? Nil reported. Was prineo/demabond or skin adhesive used on the patient in a previous surgery or wound closure (prior to csection (B)(6) 2019)? Not to dr¿s knowledge. The steroid that was used to treat the reaction, was that IV or topical? Topical steroids only as patient did not want IV or oral . Any other treatment required besides the use of steroid? Just reviewed by dermatologist. Who applied the product? The surgeon? Surgeon. Patient¿s current condition, has the reaction healed? Fully healed, took several weeks as only topical treatment used . Any image of the reaction available? No consent had been provided for photo. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported a patient underwent a caesarean section on (B)(6) 2019 and a topical skin adhesive was used. Patient reported itching on post operative day 2. Patient had an allergic reaction to adhesive. She developed dermatitis on post operative day 5 that was treated with steroids and seen by a dermatologist. Additional information has been requested.